Manufacturer narrative:
One sample model 2420-0007 was returned for investigation. The set was examined for defects and abnormalities. The silicone segment was separated from the pump safety clamp. No other defects or abnormalities were observed. Visual inspection under the microscope showed no signs of the ring retainer being assembled. Separation between silicone tubing and lower fitment without ring retainer indent could be related to a gap produced in the flow stop machine, due to, dull blades and misaligned blades that are not detected by the machine operator due to not following procedures and standard work instructions correctly. Reported lot 25075642 was manufactured on before actions taken to address separation between silicone tubing and lower fitment. The cleaning process and pumping chamber assembly procedure were updated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: alaris pump infusion set separated into two parts when preparing/priming lines. Complaint noticed: during / after use. Problem frequency: 1st time. Patient injury: no. Qty affected: 1 ea.